Manufacturer narrative:
Device unique identifier(UDI)-device was manufactured prior to the UDI labeling implementation. Approximate age of device-3 years and 11 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was admitted on (B)(6) 2017 due to low flow events, symptoms of palpitations, some shortness of breath, and occasional dizziness. The echocardiogram showed reduced right ventricular and left ventricular systolic function. It was reported during the right heart catheterization, the pump speed was increased with no improvement in hemodynamics. It was reported that there was inadequate left ventricular unloading and cardiac output despite left ventricular assist device. A milrinone infusion was started and a cardiothoracic angiogram (cta) was performed. The cta showed nonocclusive thrombus in the outflow graft causing severe narrowing. The ldh is unchanged from baseline of 250-330 u/l. The inr has not been subtherapeutic. The patient was taken to the operating room for pump exchange on (B)(6)2017. No further information was provided.